Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter, who had previously reported that the pump valve seemed to be locked, was treated with antibiotics for a urinary tract infection and the device was deactivated. Following treatment, the device was reactivated and was functioning normally. However, due to the presence of a thick urine stream, a recurrent or ongoing infection was likely, and the process was repeated. This time, when the pump was reactivated, it has become hard and the patient needs to fold it in half to be able to urinate. The patient believes the device has been inadvertently deactivated again but is not sure as his urine stream is inconsistent. He presented at an emergency room and the physician there referred him to his implanting physician. However, that doctor is located in another state and the patient has not yet found another specialist. He stated he is currently not aware of any signs of active infection. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 event date: estimated.

Event description:
It was reported that the patient with this artificial urinary sphincter, who had previously reported that the pump valve seemed to be locked, was treated with antibiotics for a urinary tract infection and the device was deactivated. Following treatment, the device was reactivated and was functioning normally. However, due to the presence of a thick urine stream, a recurrent or ongoing infection was likely, and the process was repeated. This time, when the pump was reactivated, it has become hard and the patient needs to fold it in half to be able to urinate. The patient believes the device has been inadvertently deactivated again but is not sure as his urine stream is inconsistent. He presented at an emergency room and the physician there referred him to his implanting physician. However, that doctor is located in another state and the patient has not yet found another specialist. He stated he is currently not aware of any signs of active infection. No further patient complications were reported.